Event description:
I had laser surgery in 2008 on both eyes as I could no longer wear contact lenses. In 2009, at the age of (B)(6) I started having trouble seeing at night. I also noticed blurriness in both eyes. I was told I had 20/20 vision after the surgery. I went to an eye doctor in 2013 and barely passed the eye test to drive without corrective lenses. I was told I had cataracts in both eyes. I am not overweight, I do not drink or smoke. I have never taken steroids and have no family history of cataracts. I believe the laser surgery caused the cataracts. I am now forced to undergo surgery again so I can drive at night and read signs. MFR name: (B)(6).